Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the laser was not working. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The laser core module was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The core module was received for evaluation. A visual assessment of the returned sample showed no ¿obvious non-conformities.¿ further functional testing found the sample to meet product specifications. The laser probe was not received for evaluation. The lot number (l/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. Based on the results of this investigation, the root cause of the reported event can be attributed to internal wear/reliability issue within the system. The manufacturer internal reference number is: (B)(4).